Event description:
A straight long saber attachment was sent for eval due to overheating during testing. The event occurred during a routine maintenance visit. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
Corrosion and debris were identified as the probable cause of the device overheating. The straight long saber attachment was discarded; it is not repairable once it is disassembled.